Event description:
Reportable based on analysis completed on (B)(6)-2010 it was reported that during a coronary treatment procedure, crossing difficulties occurred. The target lesion was located in the highly calcified right coronary artery (rca). A 28x2.75mm veriflex stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
(B)(4)- a visual examination of the returned complaint device revealed stent damage. The stent struts at the proximal edge of the stent were bunched up. No other damage was noted with the stent. There were no kinks along the entire length of the shaft. A 0.015 inch size mandrel was inserted through the tip and wire lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)